Manufacturer narrative:
On 12/1/2020, biosense webster inc. Received additional information indicating the patient was a male and the outcome of the adverse event is improved. The physician¿s opinion on the cause of the adverse event was patient condition and product problem of the competitor's sheath from century medical inc. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30406498l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and suffered air embolism requiring no intervention. After mapping inside the right atrium (ra) with pentaray nav high-density mapping eco catheter, they attempted transseptal puncture with an rf transseptal needle and soundstar. At this point air was confirmed on fluoroscopy in the right atrial appendage. The physician waited for the air to be absorbed. The case ended without intervention. The physician commented that because the sternum of the patient was large, more negative pressure may had been applied than usual. Also the valve on the century sheath may have been fragile. The event is being conservatively reported under the pentaray nav high-density mapping eco catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.